Manufacturer narrative:
(B)(4). The treating center disposed of the explanted product.

Event description:
The patient experienced an incision site infection. The rns system ferrule and neurostimulator were explanted and the implant site debrided. The rns system leads were capped and left implanted. The patient was treated with antibiotics as the culture was positive for infection (specific culture results not provided).